Event description:
A healthcare professional reported an inclusive multi-unit abutment with its screw fractured but the implant remained in place at the second stage surgery on tooth number 20. No observable clinical symptoms reported. No permanent injury as reported, and the patient is doing well. At the time of the surgical procedure the patient's bone quality was type ii with good oral hygiene status. It was reported that the patient has diabetes, bruxism, and dry mouth.

Manufacturer narrative:
The device was returned for analysis; however, the evaluation of the device is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicated the product met release criteria. The probable or root cause of the event has not been identified. Manufacturer's internal reference number: (B)(4).